Event description:
During a follow up on an unrelated issue the patient reported he was currently in the hospital for peritonitis. Product surveillance received a call from the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported the patient complained of abdominal pains on his right side and went to the emergency department on (B)(6) 2012 followed by admission to the hospital. The patient was diagnosed with peritonitis and treated with vancomycin (dose, route, and frequency not reported). The nurse believes the peritonitis was caused from gallbladder issues but is unable to confirm. During the patient's hospitalization the patient was informed he had gallstones. The patient was discharged on (B)(6) 2012. The nurse considered the patient outcome as recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd891911 and gd892364) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.